Event description:
It was reported that a transthoracic echocardiogram was done the day after implant which showed a trivial pericardial effusion. No treatment or intervention was required. The leads remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.